Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated she had an itching, raised, red, painful rash. She went to see the doctor at the diabetes clinic on (B)(6) 2020. No medical intervention was provided. No additional patient or event information is available. At the time of the report the skin was healing. Per medical review, this would constitute an adverse event based on consulting a physician even though no treatment was provided. No additional patient or event information is available.